Event description:
Device malfunction: suture knot loose. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the suture knot was found to be untied. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse effects. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.